Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #f4jac282. Patient 1 of 3 reported under MDR 2248721-2014-00048, patient 2 of 3 reported under MDR 2248721-2014-00047. Method: actual device not evaluated. Process evaluation performed. No ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: device not returned.

Event description:
Patient 3 of 3. Health care professional reported of higher than expected act+ results using a hemochron signature elite system. The patient was being monitored for heparin anticoagulation during a aortic valve replacement procedure. During the surgery the hemochron signature elite reported an out of range high results. No adverse event(s) were reported.